Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross 6 hd imaging catheter was advanced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, an ivus pullback was performed after imaging was completed. The physician reported feeling resistance when removing the ivus catheter over the guidewire. He then attempted to pull or manipulate the interventional guidewire, but additional resistance was encountered. The physician decided to remove all equipment from the patients body. The procedure was completed using the images obtained from the first pullback. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the tip was bent and stretched. The guidewire exit port and the tip were damaged.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross 6 hd imaging catheter was advanced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, an ivus pullback was performed after imaging was completed. The physician reported feeling resistance when removing the ivus catheter over the guidewire. He then attempted to pull or manipulate the interventional guidewire, but additional resistance was encountered. The physician decided to remove all equipment from the patients body. The procedure was completed using the images obtained from the first pullback. There were no patient complications and the patient fully recovered. It was further reported that the vessel was moderately calcified and moderately tortuous, and the percent stenosis of the lesion was unknown.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross 6 hd imaging catheter was advanced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, an ivus pullback was performed after imaging was completed. The physician reported feeling resistance when removing the ivus catheter over the guidewire. He then attempted to pull or manipulate the interventional guidewire, but additional resistance was encountered. The physician decided to remove all equipment from the patients body. The procedure was completed using the images obtained from the first pullback. There were no patient complications and the patient fully recovered. It was further reported that the vessel was moderately calcified and moderately tortuous, and the percent stenosis of the lesion was unknown.